Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had travel course error check clutch/plunger level. There was no patient involvement or harm.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had travel course error check clutch/plunger level¿ was confirmed by reviewing the alarm history. The investigation found the screws/nuts for the carriage plate to be loose and missing causing the clutch to slip out of position. Replacing the carriage hardware resolved the complaint issue. The probable cause was loose hardware - carriage plate screws/nuts loose and missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.